Event description:
The pharmacist reported the hospitalization due to diabetes ketoacidosis. The blood glucose reading at the time of the event was 478 mg/dl. Caller stated that the blood glucose levels are stable. Hospital is treating with manual injections. The current blood glucose reading is 197 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.